Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported while being placed on impella cp support, the pump flows were unable to reach above 1.3 upon insertion. Bedside echocardiography was performed and notable pericardial effusion was visualized. Pericardiocentesis was performed and after 500ml of bloody drainage was removed, both ECMO and impella flows improved. Additionally, the patient was experiencing a lack of distal perfusion to right leg and the vascular team was contacted for a reperfusion catheter. The patient was transfused with platelets prior to the removal of the impella device due to thrombocytopenia.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.